Event description:
I have 7 dental implants that were done in (B)(6)2022. I had the 100mg intravenous infusion in (B)(6) 2024 and 300mg in (B)(6) 2024. On (B)(6) 2024 1 of my implant screws just fell out. I called my dentist surgeon dr. (B)(6), and got an appointment the same week couple days later. I was told it was because of the vyepti infusions! I was supposed to have a 10 yr warranty and he said he would not stand behind his warranty because of the immunotherapy vyepti infusions. He also said he would not stand behind the other 6 still in my mouth and he could do another implant in a different placement but would not warranty it for the same reason. I am not a rich person. I am disabled an so is my husband. We borrowed against our 4 room 1br house to get (B)(6) to pay for this! I am so disgusted and sick as he said he would not be surprised if the other 6 fall out! And no warranty, because I did the vyepti infusion 2 separate times! Is this for real, how could have caused this or is he just trying to get out of the warranty? I am voicing it here as I don't want this to happen to anyone else as I had to have cadaver bone since I had none to hold up a false plate! Please advise me what can I do. If I had known, it would have caused this, I would never have tried it. If it is the cause...I want to know, if it could be the cause please! Thanks in advance, so much. Looking forward to gearing back from you asap! Please advise others if they have dental implants, not to take this infusion. If it is a cause! I also had other side affects like throat felt like it was gonna close and stuffy nose and still am taking claritin for that. Please email me any information that will help me with this please! Thank you (B)(6).